Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. Internal and external inspection was performed and no issues were noted. The reported problem was not identified during the event history log review. Functional testing, electrical safety testing, calibration and simulated therapy were performed with no issues noted. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that solution became very hot when the heater plate of a homechoice device overheated. There was no patient injury or medical intervention associated with this event. No additional information is available.